Manufacturer narrative:
Product analysis :the portion of the driver head that interfaces with the screw appears to have been sheared off. The face of the break is relatively flat with a slight angle. This is consistent with a drive tip that has been sheared off from overload

Event description:
Type of procedure: hardware removal/revision it was reported that during use, the driver broke. No fragment of the broken product remained inside the patient.